Event description:
This pt underwent bimalleolar fixation with syndesmosis screw for a fractured left ankle over 2 years ago. He required hardware removal due to ankle pain and had a broken syndesmosis screw retained in the tibia that could not be removed.